Event description:
This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("probable allergy with nickel") and suicidal ideation ("suicidal ideas through the patient's mind") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. In 2007, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), fatigue ("tiredness / the patient was exhausted"), musculoskeletal pain ("joint and muscle pain"), paraesthesia ("tingling in the hands"), sleep disorder ("the patient did not sleep anymore"), depression ("the patient was totally depressed"), restless legs syndrome ("restless legs syndrome"), loss of libido ("loss of libido") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal with tubes, ovaries and uterus). Essure was removed on (B)(6) 2017. At the time of the report, the allergy to metals, suicidal ideation, fatigue, weight increased, musculoskeletal pain and depression outcome was unknown, the paraesthesia, restless legs syndrome and anxiety had resolved and the sleep disorder and loss of libido was resolving. The reporter provided no causality assessment for allergy to metals, anxiety, depression, fatigue, loss of libido, musculoskeletal pain, paraesthesia, restless legs syndrome, sleep disorder, suicidal ideation and weight increased with essure. The reporter commented: the insertion was followed by 1 year without problem. The patient reported suffering for 7 years without knowing the origin. She tried acupuncture, sophrology. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.